Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Additional information was requested, and the following was obtained: besides additional hospital stay, is there going to be any long term adverse to patient due to the reported issue? There could be potential for long term issues this cannot be established immediately, several barium swallows and consults would need to occur before this could be established. Does the surgeon routinely wait 15 seconds prior to firing? 20-30 secs. Does the surgeon pulse fire or use one continuous firing stroke? Pulse. Is this the surgeon¿s typical cartridge selection for this procedure? Yes.

Event description:
It was reported that there was a faulty reload and glue used as contingent. The second firing blue 60 mm load was severely malformed numerous staples did not deploy in the correct formation despite the first load (also blue) being normal. The remnant stomach staple line was almost non existent and the tissue was traumatized and bleeding. The knife had pushed through and left the tissue in bad shape. This was the same on the pouch side though the tissue was less traumatized. The remant was oversewn with 2/0 v-loc then sprayed with evicel. Attention returned to completing the pouch which was without further incident. The pouch was completely dislocated off the remnant stomach. Gastrojejunostomy with 40mm of a 60 mm white load for posterior wall then anterior wall closed with 2x 2/0 v-loc. The second malformed staple line was reinforced and buried with 2/0 v-loc. Bougie traversed stoma easily at completion. Leak test of gj with methylene blue negative with passage down both afferent and efferent limbs. Evicel to suture/ staple lines. Haemostasis verified. Patient will be staying in hospital additional day(s) - due to this misfire.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 6/15/2020. D4: batch # t5dd3u. Seven photos were received. Upon visual inspection of seven photos, the following was observed: the first photo shows intact tissue. The second and third photos show tissue with bleeding and a staple no properly formed in each photo was noted. The fourth photo shows a device with a blue reload loaded and tissue between the jaws. The fifth, sixth and seventh photos show tissue with a complete staple line. Based on the photos reviewed, the event describes are confirmed, however no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion.,it was reported that: malformed staple, hemostasis intervention, tissue trauma- intervention required. The analysis results showed that one representative sample gst60b reload was received unfired. The returned reload was loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the reload performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 5/7/2020. D4: batch # t5e327. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.